Event description:
Patient revised for dislocation, found greater troch fracture sometime after surgery.

Event description:
Patient revised for dislocation, found greater troch fracture sometime after surgery. **update** 11/30/2010 - cease of communication letter received from patients attorney. No new information received. **update** 1/16/2013- litigation papers received. It is now alleged that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. There is no new additional information that would change the investigation.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.